Manufacturer narrative:
(B)(4). No further information is available. If the sample or evaluation results become available, a follow up report will be submitted.

Event description:
Baxter (B)(4) received a report on (B)(6) 2010, that a problem occurred during use of a homechoice cassette, code (B)(4), batch s09h31157. The homechoice machine displayed a 2240 alarm (air in set) during the treatment. This was probably caused by a leakage of the set. No patient/user/other person's injury reported.